Manufacturer narrative:
(B)(4). The exact date of the reported event has not been provided. The date of event and revision has been entered to the best of our ability based on the information provided stating it occurred at the end of (B)(6). If more specific information becomes available, this report will be updated. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
As reported by the ous affiliate, during revision surgery of a certas valve w/ siphonguard, the ventricular catheter was pulled and is believed to have entered the patient's brain, causing brain death. The surgeon stated that the catheter appeared to be pulled by brain tissue. The ventricular catheter remains in the ventricle. Specific patient condition information has not been provided. The facility stated the product will not be returned for evaluation.